Manufacturer narrative:
No additional information available at this time.

Event description:
Reportedly, the image went out during a procedure. There were no injuries to the patient reported. This is being reported in an abundance of caution.